Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no insulin observed exiting the infusion set tubing during the load fill tubing process. Customer loaded a new cartridge onto the pump and received a cartridge alarm 30. Reportedly, the customer may have not performed the load process correctly. Customer's blood glucose level was 144 mg/dl. Customer was able to successfully load a new cartridge onto the pump.